Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that her insulin pump was exposed to moisture damage. The customer's blood glucose reading was 143 mg/dl. The customer went canoeing and her pump fell into the water. Customer reported fluid under the lcd display, and the insulin pump was under water for 10-12 minutes. Customer was advised to discontinue use of the device and revert to a backup plan.